Manufacturer narrative:
(B)(4). This report involves an unknown baxter transfer set should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and peritoneal cloudy effluent. The cause of the peritonitis event was unknown. On the same day as the onset, the patient was admitted into the hospital for the peritonitis. On an unreported date, the patient began treatment with ancef (2 gram, daily, ip) for peritonitis. On an unknown date in the same month, the patient was discharged from the hospital. The patient recovered from the peritonitis event. Dianeal and extraneal therapies were ongoing. No additional information is available. This is report 1 of 4.